Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was scratched and foggy looking and the pump be replaced. The reporter stated that the patient is able to read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2013 with the following findings: during testing, the pump powered on appropriately. The display lens was scratched and the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately. Visual inspection of the pump revealed moisture corrosion in the battery compartment and battery cap. The pump failed a leak test due to an audio bolus button leak. The pump was opened and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.